Event description:
It was reported that the customer experienced a blood glucose (bg) level greater than 600 mg/dl with moderate ketone levels resulting in diabetic ketoacidosis; cause was not known. Healthcare provider identified the ketone level as dangerous. Customer delivered a correction bolus via pump and administered a manual injection to address bg level. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline and insulin fluids. Customer was not released from the hospital at time of event. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.